Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the company toric calculator gives different results than what was reported on barrett's online calculator by overcorrecting. The patient was very nearsighted and calculator would appear to be overcorrected for astigmatism. At one month final refraction with t / -2.50 sf with -1 against the rule. Pre operation measurement on (B)(6) 2023 far os: visus 5/10 sphere -16.00 cylinder -5.00 axis 20° near os: sphere -13.50 cylinder -5.00 axis 20°

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This patient was scheduled to have cataract surgery performed on the left eye (os). The surgeon attributes the surgical outcome to the suggested intraocular lens (iol) suggested by the company web based toric calculator. The surgeon states that it differs from the ¿barrett online calculator by overcorrecting". Additional information from the surgeon states: ¿the patient is very nearsighted, and the calculator appears to overcorrect for astigmatism. The web based iol calculation tool was used to suggest the initial iol implanted. There is no record of an iol exchange. The patients¿ prognosis was not provided. The following information are the parameters provided for review: the web based iol calculation formula(s) was used contained the barrett calculation methods. Additional medical and ocular histories were not provided for review. Pre operation measurement on (B)(6) 2023: distance visual acuity (dva) os : 5/10 with a manifest refraction (mrx) of (-16.00 -5.00 x 020). Near va (nva): (13.50 -5.00 x 020) post-operative examination revealed the final mrx with the iol as (-2.50 spherical equivalent (se). Against the rule (refraction). The surgeon determined that a t6 iol would be used to mirror outcome from right eye (od). The company online toric iol calculator is an internet application that utilizes patient specific biometry and keratometry data with iol formulas (e.g., barrett toric and holladay toric) to assist with astigmatism management calculations and creation of cataract surgical plans. The toric iol web-based calculators use the mathematical average eye method to assist the user in creating a cataract surgery plan for adult patients with corneal astigmatism. In the instructions for use (IFU) the following information is listed, error or caution messages will highlight input data that are not within normal or required ranges with a yellow or red text, respectively. Please ensure that the input data is correct. Company does not receive or retain any patient information from company online toric iol calculator. The axial length is generally between 20 mm and 27 mm. Measurements outside this range should be re-verified. The anterior chamber depth is generally between 2.00 mm and 4.00 mm. Measurements outside this range should be re-verified. Calculation details are provided in "diopter (d)" regardless of the "k notation" selection. K measurements are generally between 30.00 d and 55.00 d (11.25 mm and 6.13 mm when k-index is 1.3375). Measurements outside this range are not accepted. Meridian measurements must be an integer between 0 and 180 degrees. The incision location must be an integer between 0 degrees and 359 degrees. The company representative determined that the spherical equivalent (se) calculation for this highly myopic patient is ~3.0 d, which is below the lower limit of 6.0 d for company toric iols. The surgeon performed the calculation for the lowest 6.0 d company toric iol which left the patient with ~3.0 d se refractive error. The authorized representative (ar) confirmed that the iol calculator was operating as intended per the barrett formula. The post-production risk review performed in 2023 determined that the iol calculator was in compliance and state of the art in accordance with the risk management/risk benefit principals/clinical evidence. As such, the iol calculator was found to meet specifications per it's design. The online toric iol calculator is a web-based application. Therefore, a device history record review is not required. There is no associated serial number with the online toric iol calculator, therefore no similar complaints review was performed. There is no associated serial number with the online iol calculator and is not a product that is serviced. Therefore, a service history review cannot be performed. The root cause of the reported event is inconclusive as the iol calculator was found to meet specifications per its design. The manufacturer internal reference number is: (B)(4).